Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient visited the healthcare provider due to an infection as the pod infusion site. Multiple follow up attempts were made. No further information provided.